Event description:
It was reported that a user experienced sustained hyperglycemia associated with an insulin delivery occlusion while using an ilet system with an inset 6 mm, 23 inch infusion set; the elevated glucose persisted for more than four hours and resolved only after a supply change performed with troubleshooting and education, with no abnormalities observed in the removed supplies. Symptoms included hyperglycemia with a blood glucose of 382 mg/dl. Outcomes included the need for a supply change and user support. Investigation included technical review and user troubleshooting. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that was corrected by replacing the infusion set and related supplies. It was concluded that the event was related to an infusion set occlusion that impeded insulin delivery until the consumables were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.